Event description:
It was reported that the patient announced meals in an effort to correct elevated blood glucose, yet glucose remained high; the scenario was addressed through troubleshooting and education, and the patient¿s nurse indicated the matter would be discussed with the healthcare provider, with the issue characterized as an improper or incorrect procedure or method involving the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews, as well as analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem, consistent with a medical device problem of improper or incorrect procedure or method related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.